Manufacturer narrative:
The customer requested assistance from a philips representative. The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation requested. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and it was discovered that the fuel gauge button was physically damaged. Although, the button was damaged the latch, elastomer, and terminal contacts were found to be in normal shape and condition. An initial battery capacity test was performed and resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. Additionally, battery calibration was successfully performed and resulted in a battery capacity of 91%. In conclusion, the battery functioned as intended and the reported issue could not be verified, however, the fuel gauge was found to be damaged. Based he available information, it was determined that this was a malfunction of the battery (19231-0051-p). The customer was advised that the battery was no longer under warranty and they can purchase a replacement battery through the supplies group to resolve the noted issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the fuel gauge lights on the battery were all lit and would not shut off. There was no patient involvement.

Manufacturer narrative:
Device not evaluated.